Event description:
A two vessel cerebral angiogram was being conducted. Clotting was noted in between the runs. The assistant was flushing the catheter while the radiologist was veiwing films. Difficulty in flushing was experienced. The radiologist attempted to flush, but also had difficulty. They changed to another catheter and the pt did not sustain any adverse effect.